Manufacturer narrative:
Troubleshooting of the device with customer service confirmed the reported issue. Troubleshooting of the device with customer service did not identify a cause for the battery not properly retaining within the unit. The customer was advised to remove the unit from service based on the reported issue.

Event description:
An international distributor reported their customer's battery pack will not stay latched in their AED. The distributor reported minor external damage to AED potentially from an impact or fall. The customer did not report this occurring during patient use.